Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volbella¿ with lidocaine in the lips as filler using a vector technique with no immediate incidents. After a few hours, the patient developed diffuse bilateral erythema in the perioral area, lower cheek, and chin, with slight associated edema, accompanied by intense pain that partially subsided with nolotil. There were no paleness, whitish areas, mottling/livedo, or purplish patches. There was an onset of lesions resembling impetigo vs. Incipient vesicles bilaterally from chin to nasolabial fold. The patient was treated with augmentine, dacortin 30, valaciclovir 1000 every 8 hours, topical bactroban, parecetamol and nolotil.